Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4+. The xtr clip delivery system (cds) was advanced to the mitral valve and noted rotated heart. The clip was placed at a2p2 and leaflet capture was performed per the instructions for use (IFU). The clip was locked and slowly closed until the leaflets were coapted and mr reduced. When attempting to deploy the clip, the clip opened. The clip was re-closed and the clip did not re-open so it was implanted. A ntr cds was also advanced to the mitral valve and implanted without any issues noted and mr reduced to 1+. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and a cause for the reported unintended movement of clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.